Event description:
Caller reported a malfunction on the pump but there was no adverse impact to the customer's blood glucose level. The issue showed a malfunction code malf 16, which was resettable, and the caller had not previously reset the pump for this malfunction. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.